Event description:
Initial result for a pt creatinine was 2.2 mg/dl. When repeated, the result was 0.8 mg/dl. The incorrect result was not reported. The field service rep corrected the discrepancy by replacing the reagent.